Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and cystocele and a mesh was implanted. Concomitantly the patient underwent a hysterectomy, left salpingo-oophorectomy. It was reported that patient underwent mesh removal on (B)(6) 2011 . No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with rso and lysis of adhesions due to dysmenorrhea. It was reported that the patient underwent mesh removal and urethroscopy on (B)(6) 2011 due to pelvic pain and mesh exposure. No additional information was provided. (B)(4).